Manufacturer narrative:
(B)(4).

Event description:
It was reported that on literature review ¿study to assess the rate of adverse reaction to metal debris in hip resurfacing at a minimum 13-year follow-up.¿, 31 cases of adverse reaction to metal debris with either asymptomatic or minimal symptoms, pain and stiffness were reported.